Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_perc_extension, product type: extension.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an extension breakage. Consequences of the event were noted as not available. No symptoms were reported. There were no further complications reported and/or anticipated.